Event description:
It was reported that the 2600 systemhad a table error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer cancelled the service call. A f/u report will be filed when add'l details become available.